Event description:
It was reported that the patients left ventricular (lv) lead was exhibiting high impedance levels. The patients right atrial (ra) lead was also exhibiting high impedance levels and no capture. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5076-52, lead; implant: (B)(6) 2004; model: 694765, lead; implant: (B)(6) 2004. (B)(4).